Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call keypad anomaly and prime fill anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer advised the buttons are less responsive and the motor had difficulty engaging. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device primed properly. No unexpected low battery alarm anomalies noted. The motor was tested outside of the device and passed.